Event description:
It was reported that a homechoice device experienced several unknown alarms. The issue occurred during automated peritoneal dialysis therapy. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported issue of numerous alarms was verified in the event history log review. An external and internal inspection was performed and passed. The device failed return instrument test/evaluation (rite) functional testing and passed rite electrical testing. A check of the pneumatic system found an issue with the compressor. The cause for the reported event was determined to be a worn compressor. The service history review revealed no previous service events that would cause or contribute to the reported problem. The compressor was to be replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.